Event description:
The customer reported the generation of erroneously low sodium and potassium patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer over multiple site visits. The fse identified the probable cause as multiple hardware. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced tubing, valves, pressure sensor, seal assembly, cable assembly, flat cable, ac/dc driver printed circuit board, and micro step control board which resolved the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).